Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment for an abdominal aortic aneurysm approximately 28 months ago. Aneurysm size was not reported. The vessel morphology is described as the right common iliac artery measured 30mm and the proximal neck measured 37-43 over the first 10mm that is why a 46mm cuff was placed. The ipsilateral was on the right side with implant of a 36x18x155 bifurcated stent graft extending into the right external iliac artery after coiling the right hypogastric artery with a 18x12x80 stent graft. A14x24x75 stent graft was on the left side. It was reported that the patient's right limb was found to have occluded and required a fem-fem bypass to be done. This successfully resolved the occlusion and the patient is fine. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (occlusion, fem-fem bypass) other (insufficient information; cause is unknown) evaluation codes, conclusions: other (insufficient information; cause is unknown).